Event description:
It was reported that an alert was received due to high capture threshold. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Manufacturer narrative:
Analysis was normal. No anomaly found.